Event description:
The deltaplush cerecyte microcoil 3 mm x 6 cm (cpl10030630/g11888) could not be detached in the aneurysm after three times of pressing the button with no error shown. At fourth attempt; the system ready lamp went off. So the enpower (details unknown) was replaced; but the result was the same. The enpower was rebooted and connected to the coil; the system ready lamp did not illuminate again. Finally; the coil was removed safely. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. It is unknown if all lights illuminated upon pressing the power button. The green system ready light did not illuminate. The detachment light did not illuminate during the detachment cycle. The audible signal did not beep.

Manufacturer narrative:
The deltaplush cerecyte microcoil 3 mm x 6 cm (cpl10030630/g11888) could not be detached in the aneurysm after three times of pressing the button with no error shown. At fourth attempt; the system ready lamp went off. So the enpower (details unknown) was replaced; but the result was the same. The enpower was rebooted and connected to the coil; the system ready lamp did not illuminate again. Finally; the coil was removed safely. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. It is unknown if all lights illuminated upon pressing the power button. The green system ready light did not illuminate. The detachment light did not illuminate during the detachment cycle. The audible signal did not beep. The device positioning unit (dpu) passed electrical testing. Laboratory testing failed to duplicate the enpower¿s system go light not illuminating with this dpu. The coil detached on the first detachment cycle. Therefore, the root cause of the coil not detaching and the enpower¿s system go light not illuminating on the fourth detachment attempt cannot be determined. In addition, without the return of the complete detachment system used during the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.